Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a pump error. Blood glucose was unknown. The insulin pump will be returned for analysis.